Manufacturer narrative:
The customer reported that the device is discarded since it was used on a covid patient. However, the customer sent a photo of the device for evaluation.

Event description:
The customer reported that the airlife¿ adult heated wire circuit kit experienced heated high flow water chamber separate from the metal plate from lot number (B)(4). The customer confirmed that the patient became hypoxic. Patient was placed on a non-rebreather mask until the heater chamber could be replaced.